Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at trying to put the clip on the cystic, the clip kept almost open on the cystic. They had to remove the clip very carefully to avoid injuring the cystic. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
On an onsite visit, a baxter field service technician serviced a colleague infusion pump for failure code 810:04. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that failure code 810:04 occurred during infusion and caused an interruption during delivery. There is no further complaint information associated with this report. The user interface module master software version is 6.63.90, categorized as remediated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.